Manufacturer narrative:
The MFR was advised that the explanted lvad pump will not be returning for eval as it has been disposed of. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had pacer wires removed with inr at 1.5, forty minutes later, the patient's blood pressure dropped and continued over 2.5 hours. During this time, the patient was receiving hemodialysis at bedside. The staff believed the occurrence of the blood pressure was due to fluid removal from dialysis. The patient continued to decline and the patient's chest was cracked at bedside by the physician. The patient was then stabilized and taken to the operating room where several clots were removed and patient was given rvad support and maxed on drips. The patient's family made the decision to withdraw care. No autopsy was performed and the pump was disposed of.